Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomed evaluated the customer¿s device and was unable to duplicate the reported issue. Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿(B)(4).

Manufacturer narrative:
Physio-control was made aware by the customer, a biomedical engineer that after further evaluation of the customer¿s device the reported issue was verified. It was determined that the cause of the reported issue was due to the customer¿s defibrillation therapy cable assembly. The customer replaced the defibrillation therapy cable assembly and observed proper device operation through functional and performance testing, and the device was returned to use. The removed defibrillation therapy cable was not returned to physio for evaluation.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.